Manufacturer narrative:
The device was returned to manufacturer for investigation. It was confirmed that the device malfunctioned. The cause of the customers complaint is a melted usb-c port.

Event description:
The device was returned to manufacturer for investigation. It was confirmed that the device malfunctioned. The cause of the customers complaint is a melted usb-c port.

Event description:
The consumer alleged that there the power flosser burst into flames and burnt the countertop. There were no reports of injury. There was allegation of property damage. A potential fire hazard was identified.

Manufacturer narrative:
The event date is approximate. Product was not returned to confirm a malfunction has occurred.